Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited high out of range pace lead impedance measurements greater than 2,000 ohms along with intermittent sensing. An invasive procedure was performed in which the ra lead was surgically abandoned and replaced. The device was replaced as well due to normal battery depletion. Additional information indicated that the cause of observation has not been identified. Impedance testing in unipolar was normal while out of range in the bipolar configuration. The lead was not tested on pacing system analyzer (psa) but the lead to device header connection was confirmed secure. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.